Event description:
Reporter alleged the active system generated a blood glucose result of 124 mg/dl prior to the strip being dosed with blood or control solution. Reporter stated she had been receiving higher than normal blood glucose readings beforehand like 229 and 179 mg/dl. No report of any actions taken or treatment that was received. A request was made for the return of the suspect device and replacement product was sent.